Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A photo was received, but the complaint could not be confirmed. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "the little plastic piece at the top of the tube is coming off". No medical intervention was required. No patient injury or complication reported. The patient's condition is reported as fine.